Manufacturer narrative:
A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received noted that the patient was in stable condition post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead was dislodged. The lead was attempted to be repositioned but was ultimately removed and replaced as the helix would not extend. The patient was recovering.